Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.50x28mm promus element plus stent delivery system was being advanced into the guide catheter when it was noticed that one of the stent struts was bent upwards. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.50x28mm promus element plus stent delivery system was being advanced into the guide catheter when it was noticed that one of the stent struts was bent upwards. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device eval by MFR.: a visual and microscopic examination of the device noted stent damage. Struts at the distal edge were raised and misaligned. Struts throughout the stent were also misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).